Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open hernia repair on (B)(6) 2015 and mesh was implanted. Before use on the patient, it was found that the package was missing the product traceability label. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed that traceability labels were missing on the foil.